Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with interaction with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The seven additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved at the 10 o'clock position with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, eight proglide had no suture with plunger removal in the two o'clock position that had calcium. After changing the approach with another proglide device, a second suture was preplaced. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.